Event description:
Technician alleged that the brake casters are ratcheting when the brakes are set. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and the hex rod to resolve the issue.